Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. No parts returned for analysis.

Event description:
A site biomed representative reported that while outside of a procedure the vertek arms on the navigation system were damaged and there was difficulty locking them. There was no patient present when this issue was observed.